Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the 4k camera head showed a poor quality image. This issue was identified during preparation and a similar device was used for patient procedure. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the subject device was received, an evaluation cannot be performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the bad image could not be identified from the obtained information. Olympus will continue to monitor field performance for this device.